Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. The product was evaluated. An external visual inspection was performed and passed. Receiver charge was performed and passed. Receiver boot was performed and passed. Data log analysis was performed and failed. Share logs were provided. However, the data received reflected the g6 android. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver however, data for the g6 android was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.